Manufacturer narrative:
The problem was due to a component failure (low power). We are unaware about patient injury.

Event description:
The laser system has the following problem: "low power". No adverse effects to patient was reported.